Event description:
The reporter stated, the haptic of an aa4203tf toric silicone single piece lens was torn while being loaded but was not noticed until after the lens was inserted. The lens was cut to remove with no pt injury, no enlarged incision or sutures. Another same type lens was implanted. The reporter stated the cause of the torn lens was due to staff error.

Manufacturer narrative:
Results - visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. The lens optic was torn. There was evidence of clear residue. It should be noted that the injector and cartridge were not returned for evaluation.